Event description:
It was reported that half day infusor experienced a leak. The device was filled with 2000mg of desferrioxamine in 58 ml wfi and 5mg of hydrocortisone. This was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 3, 2014 - october 8, 2014. The device was received for evaluation. Visual inspection noted fluid inside of the package that contained the unit due to an untightened blue winged luer cap. A functional test was then performed; the device was refilled with colored water, its blue winged luer cap was hand tightened, and the unit was monitored for leakage until the next day. No signs of a leak were identified during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.